Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected on explanted ipg.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site and had charging difficulty as the ipg would not hold its charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site and had charging difficulty as the ipg would not hold its charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site and had charging difficulty as the ipg would not hold its charge. The patient will undergo a revision procedure.